Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered from the peritonitis. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with reflin injection (1 gram for 14 days, route and frequency not reported) and tobramycin injection (40mg for 14 days, route and frequency not reported) for the peritonitis event. On an unreported date, it was reported that the patient¿s effluent fluid was clear. It was reported that the patient was recovering from the peritonitis event. It was not reported if dianeal therapy was ongoing. Additional information was requested but is not available.